Manufacturer narrative:
Testing and investigation found that at power up, the device displayed "device malfunction: hw watchdong error" and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted snaphat battery that supported ram chip o2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had a screen failure at start up. This does not indicate a reportable info. However, during verification testing at the service center the device was found to have a whitescreen hw watching error.